Event description:
The pt's medical history and concomitant medication were not provided. The pt was taking an unspecified medication via a humapen ergo teal/clear pen body (lot 40225) for an unk indication. The person operating the device was the pt but it was unk if the pt was trained to operate the device. The pt reported that the leadscrew was not moving. The diabetes educator stated that they knew the pt was using the pen as normal, but the engagement tabs were broken. The device was returned to the co in feb-2005. Two days later, an initial analysis by the affiliate quality control department found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the MFR for additional eval.